Event description:
It was reported the pt underwent an angiogram followed by an angio-seal device deployment to seal the arteriotomy site. A pre-deployment angiogram confirmed the arteriotomy to be 2 cm above the bifurcation of the femoral profunda and superficial femoral arteries. During angio-seal deployment, when the physician was tamping the collagen, he noted the tamper tube went beyond the compaction marker. A hematoma developed and the site oozed blood; manual pressure was applied. The pt developed symptoms of ischemia (cool foot); an MRI revealed a 1 mm obstruction at the bifurcation of the femoral profunda and superficial femoral arteries, reduced blood flow in the right anterior tibial artery, and a dissection at the arteriotomy site. The pt received heparin and was discharged in 2003 with improved blood flow and temperature of the extremity. The physician had prescribed heparin to be continued at home. A follow-up doppler ultrasound revealed good flow through the common femoral artery; there was no evidence of a dissection at the arteriotomy. The pt had a small reddish area on their leg; capillary refill was good.